Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "broken tip" was confirmed. The visual assessment during the pre-repair diagnostic assessment found that the device had a broken tip. If add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has a broken tip. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.